Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the product and clinical data were received for evaluation. After a thorough and meticulous review of the two episodes from the patient, our licensed annotations specialists have concluded that all episodes were correctly labeled and identified as false af and properly withheld by the artificial intelligence (ai) algorithm from remote monitoring network. During evaluation using the visualization platform, could see p waves and ectopy (premature atrial contractions (pac) and premature junctional complex (pjc)). These findings were confirmed by two members of the annotation team. The most likely cause of the event is user confusion. The investigation determined that the product tested in specification and/or performed as intended. No device or service history record was performed because the website is not manufactured or serviced. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the episodes detected by the implantable cardiac monitor (icm) as atrial fibrillation (af) were adjudicated as false af by the artificial intelligence (ai) algorithm.

Manufacturer narrative:
Continuation of d10: product ID lnq22. Serial# (B)(6). Implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.